Event description:
It was reported that the force sensor error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were still intact. Cracked right plunger case (on the side) and bottom case(l-bracket area). Force sensor test error was observed in event history log. The technician performed power up process, checked and test force sensor. Force sensor test error was duplicated at power up. The root cause of the reported issue was found to be plunger head was full of contamination. The technician replaced all parts of the plunger head.